Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, high, out of range pacing impedance, loss of sensing, exit block, and noise were observed. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
No conclusion code available. The reported high pacing lead impedance and output anomaly was confirmed in the laboratory. The device was tested on the bench and a transistor anomaly was found to be the cause of the reported anomalies.